Event description:
The customer reported intermittent communication failed error messages, and the system was rebooting itself. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation backplane and cmos batteries were evaluated and reseated. The system was tested and found to be working as intended and returned to service.